Event description:
As a result of the investigation of complaint (B)(4), cts discovered that plate (B)(4) also had the same no tip error resulting in wells not being pipetted but not showing "pipette missing" on the report. Customer indicated that plate processed on the osp but that there were no results as the plate failed for insufficient number of valid control. This is as expected as the wells that did not pipette were control wells. Customer retested samples on another plate. All additional investigation for this issue will be located in the original record for (B)(4). Event involved wells b1(cdnc) and f1(cdpc). Documentation of b1 is in (B)(4). Equipment used is ocd label. Units were not released, customer aborted plates and repipetted samples. Lab technician reported the incident. Call been document at a later time since it was not clear within the initial complaint description that there were 2 events and upon review of event totals reported it was identified that a second event for f1 needed to be documented.

Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).